Event description:
Facility changed to the huber plus safety infusion sets in 8/00 to provide a safer device for nurses accessing implanted ports. They use approx 52 sets per month. Lot number is 1k091m; 22 gauge x 1 inch needle with 9 inch tubing; product code mm 2201ny. A pt experienced a gross infiltration of tpn. Upon investigation of the event it was found that the huber plus wing flange that covers the needle after use was not securely stabilized at the access site. As a result the black side of the device caused a piston effect on the needle in the port membrane, dislodging the needle from the port or tearing the port membrane, resulting in fluid infusing into the tissue around the port. The pt did not experience any long-term effect from the infiltration. At that time nursing staff was instructed to ensure secure placement of the needle and flange at the port site, and to tape the hinged wings flat to prevent dislodgement. A week later a similar event occurred. This time the infusion that infiltrated was a chemotherapy agent (vincristine). Because this is the second such event with the same product, rptr feels there may be an inherent flaw in the safety wing design that leads to accidental needle displacement, resulting in fluid infiltration. Actions taken by hosp: 1. On 6/11/02 materials mgmt notified the nowmedical rep of its concern with continued use of the product. The devices will be pulled from shelves and the previous gripper huber needle will be used. Nowmedical's dir of clinical svs will be calling hosp next week to discuss the taping procedure for the device. The co rep did not indicate other events had occurred with this device. 2. Until replacement product is available, hosp has identified pts using the huber plus safety needle and are ensuring proper securing of the needle and wings to avoid displacement and alerting nursing staff of the problem. 3. On 6/02 ecri and medwatch were notified of the product problem. 4. Hosp's nursing mgrs, staff, safety officer, biomedical engineering mgr, risk mgmt and administration were made aware of the product safety issue and actions.